Event description:
It was reported that during pre use inspection, the cs300 intra-aortic balloon pump (iabp) unit's screen was not displayed. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and reported that he reconnected the connector due to screen sandstorm. The fse performed all functional and safety tests to factory specifications. The unit passed all tests performed and was returned to the customer and cleared for clinical use.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre use inspection, the cs300 intra-aortic balloon pump (iabp) unit's screen was not displayed. There was no patient harm.